Event description:
Initial event description: pt had bleeding during surgery.

Manufacturer narrative:
(B)(4) 2012: this MDR is being filed based on a retrospective review of complaints received by the MFR. The facility did not retain the device for eval, a failure analysis of the complaint device could not be completed. The lot number was not provided so a review of the lot history record could not be performed. Tonsil bleed: "one side went very well. The second side couldn't get hemostasis." Surgeon used a suction bovie to control bleeding and it appeared to be under control. Once the pt was extubated, the bleeding started again. Surgeon wasn't sure if it was a rough wake up by anesthesia or the product.